Manufacturer narrative:
A package indicating the device returned was received on (B)(6) 2015 containing a disc of images from the procedure. No device was received. Evaluation of the images noted that there was no images of the actual inflation of the balloon within the stent.

Manufacturer narrative:
A review of the manufacture records for this device did nto reveal any discrepancies relavent to the reported event.

Event description:
This procedure was performed in (B)(6). The case was to treat restenosis in the 2 iliac arteries. The physician proceeded by deploying 'kissing' stents in the case using 2 x visi-pro stents. One of the stents worked properly, while the other did not open completely because of the balloon. After several attempts, the physician removed the balloon from the body and used two other balloons to completely open the stent as needed, but resulted in stripping the artery below the stent. Consequently, the physician used an additional self expanding stent. After the case the physician noticed that the balloon had a hole preventing it from full inflation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.